Event description:
It was reported that the patient had gastrointestinal bleeding with a hemoglobin drop of 3 to <5 g/dl, chest pain and black tarry stools. An x-ray and lab assessments were performed, and the patient was given vitamin k and packed red blood cells (prbcs). The bleeding was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had gastrointestinal bleeding with a hemoglobin drop of 3 to <5 g/dl, chest pain and black tarry stools. An x-ray and lab assessments were performed and the patient was given vitamin k and packed red blood cells (prbcs). The bleeding was not considered to be device related. The bleeding was resolved and the patient was discharged in stable conditon.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The current heartmate 3 lvas patient handbook is currently available. Section 1. "Introduction," cautions, "call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported." The relevant sections of the device history records for mlp-031459 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.